Event description:
User's daughter contacted dario to report her mother had received high readings with the dario meter. As a result, provider instructed user to increase insulin dosage. User takes insulin via a sliding scale method. Over the weekend, user notified provider that blood sugar remains high. She was sent to a clinic for a blood and urine test. Blood test results were pending, however, at home blood sugar was found to be approximately 290md/dl. At lunch user administered insulin. Following that, user was sweating, could not walk, and was confused. User was taken to emergency room. At emergency room blood sugar was 99mg/dl. Using the dario meter, it was over 300mg/dl. Lab results from the afternoon revealed blood sugar of 45 mg/dl. Control solution has been sent to the user to determine accuracy of meter. User has yet to provide results. In addition, device has been requested for investigation. Device has not been received.